Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure concurrently with a cystoscopy on (B)(6) 2008, due to stress urinary incontinence, urinary frequency, and a mesh was implanted. It was reported that she experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh revision (B)(6) 2009 and removal on (B)(6) 2010 and a solace transvaginal sling[boston scientific] was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.